Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that she discovered lead issue in august and the patient is now set to revise the entire system. The implantable neurostimulator (ins) needs replacement soon so it will be replaced. The rep states the right lead is 'out' and notes the entire lead is showing >10k ohms as well as contact 1 and 7. It was asked caller believes she did not change her reference from 0 electrode. It was reviewed turning impedance test up to 3.0v and checking multiple references and why this is so important. It was reviewed with caller product line item (pli) kit, and noted that revision kits are obsolete, and there is no readily accessible info on how to utilize the pli kit for a revision outside of what is in its indication for use. No symptoms/patient complications reported. Additional information was received from the rep and it was reported that the rep was able to program around the out of range impedance, and achieved effective therapy for the patient.